Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "install batteries" message when new batteries were installed. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.